Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed, and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a low reading issue with the freestyle libre sensor. The customer reported experiencing symptoms of "very nauseous, confused, tired, and headache", and had contact with a healthcare professional. The customer received a sensor scan reading of 9.1 mmol/l (163.8 mg/dl) as compared to a healthcare meter reading of 14.5 mmol/l (261.0 mg/dl). The customer was treated with insulin (dose/type unknown) via intravenous therapy. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 0m00098kwrm has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues were observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
The customer reported a low reading issue with the freestyle libre sensor. The customer reported experiencing symptoms of "very nauseous, confused, tired, and headache", and had contact with a healthcare professional. The customer received a sensor scan reading of 9.1 mmol/l (163.8 mg/dl) as compared to a healthcare meter reading of 14.5 mmol/l (261.0 mg/dl). The customer was treated with insulin (dose/type unknown) via intravenous therapy. There was no report of death or permanent injury associated with this event.